Event description:
The pin collet was sent for eval because metallic dust was suspected from the device. During eval of the device, metal debris was coming out of the collet during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the internal components of the device was noted, the device will not be returned to the user facility because it is not repairable once it has been disassembled.